Manufacturer narrative:
(B)(4). This report for hole punches in the cassette overpouch cannot be confirmed in the lab due to a lack of sample. A batch review was performed on the associated lot (h10f28147) and no issues were found related to the reported condition during the manufacture of the lot. There was not enough data within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's (B)(4) and reported hole punches in the cassette bag. (B)(4) contacted the home patient (hp) on (B)(6) 2010. The hp stated that the hole was in the bag the cassette came in and not the cassette itself. The patient used the supplies and resumed therapy. No patient injury or medical intervention was reported. No further information is available.